Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2015 to the lower abdomen using coolmax applicator, on (B)(6) 2016 to the upper abdomen using coolcore and to the flanks using coolcurveplus and on (B)(6) 2016 to the lower abdomen using coolcore who developed paradoxical hyperplasia (pah/ph) five months after treatment. Pah was diagnosed in the lower abdomen on an unspecified date in (B)(6) 2017. The tissue was hardened to the tough and had an increase in size.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Additional reporter phone number (e1): (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to on (B)(6) 2015 to the lower abdomen using coolmax applicator, on (B)(6) 2016 to the upper abdomen using coolcore and to the flanks using coolcurveplus and on (B)(6) 2016 to the lower abdomen using coolcore who developed paradoxical hyperplasia (pah/ph) five months after treatment. Pah was diagnosed in the lower abdomen on an unspecified date in (B)(6) 2017. The tissue was hardened to the tough and had an increase in size.